Event description:
The customer has reported that the cocking mechanism is not working. The hardware is loose and unstable. There have been no patient consequences reported. The st holster is used on a fischer system.